Manufacturer narrative:
Device is not expected to be returned for the manufacturer review or investigation. A review of the radiographic images showed that the plate fractured across the talo-navicular joint. The device history record was reviewed and met all material specifications with no deviations identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 gorilla medial column plate broke post operatively. The hardware was not removed and a revision surgery was not scheduled to correct the broken plate.